Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator flipped right after their first surgery. It was noted that two days after it stopped working the consumer "brought it in" and was told it was in the wrong position. It was thought that it moved and a replacement was performed in (B)(6) of 2015. There were no patient symptoms associated with this event. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.